Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported in august of last year, they had an unrelated back surgery and they were able to leave the spinal cord stimulator in, which was amazing. Patient said they weren't using the stimulator due to the massive surgery, and the first time they tried to use the stimulation a little less than a month after the surgery, they got a sharp increase in pain and they immediately 'pooped themselves.' Patient mentioned they hadn't been using the stimulation since then, and now were starting to think about it, but it had gotten away from them and now the ins battery wouldn't charge at all. Agent explained they can charge the ins up without turning stimulation back on yet. Patient needed to have an MRI soon, but they couldn't do that unless everything was charged. Patient unlocked the controller and saw 'no device found.' Patient plugged in recharge to begin charging session and mentioned it could be finicky at times to locate the right spot to charge the ins. Agent walked patient through passive recharge mode (lows in the 80s and high in 90s) and patient was able to progress to the battery screen relatively quickly; controller was at 100% and implant was in the red. Agent reviewed the charging process may go slower than they were used to since their ins had been fully depleted, and they won't see charge level until at 30%. The troubleshooting steps that were taken on the call resolved the issue. The patient was redirected to their healthcare provider to further address the issue with stimulation they experienced if they wanted to continue using therapy. Patient confirmed they knew how to access MRI mode with the controller once all charged.

Manufacturer narrative:
B3 event date is approximate. Month and year of event are confirmed to be accurate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.